Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, while setting up the room there was error 1162 on universal surgical manipulator (usm) 1. Technical service engineer (tse) confirmed the error on the system logs. The customer rebooted the system twice, but the error persisted. Tse requested to perform a full hard power cycle and clean the cannula sensor, and the issue still remained. The procedure was continuing with usm arm disabled with no reported injury.